Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. Reportedly, the battery was very hot and exploded in the pump. The reporter noted damage to the battery compartment and moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the black box did not show any evidence of excessive battery usage. There was one reboot observed in the black box on 05/12/2015. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was unable to fully tighten. Investigation revealed that the battery compartment was cracked. There was no evidence of moisture contamination inside the battery compartment. The pump powered on and current draws were within required specifications. Leak testing showed a leak at the battery compartment crack. The pump casing was removed and there was no further evidence of moisture and no internal defects found. The complaint of a temperature issue could not be confirmed or duplicated on investigation.